Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected low out-of-range pacing impedances on this right ventricular (rv) defibrillation lead. Associated with this clinical observation was evidence of oversensed noise. No adverse patient effects were reported. As of today the patient will be monitored and the device and lead remain in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.